Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7019053, device expiration date: 2020-12-31, manufacture date: 2017-01-19. Medical device lot #: 0709141. Results: investigation summary: the customer issued a complaint for a pre-activated device detected by end user. Neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010.

Event description:
It was reported there was difficult plunger movement while injecting dupixent into a patient using a bd ultrasafe plus¿ passive needle guard. It was also reported the patient described the syringe as "locking up" during the injection. There was no report of injury or medical intervention.